Manufacturer narrative:
Method, results and conclusion: generator still in use and facility not returning for investigation. (B)(4).

Event description:
During a vats case, specifically a right lung lobe resection, utilizing the pulsar system (device and generator) it was realized by the surgeon that he had perforated the patient¿s aorta. The surgeon could not account for how the perforation occurred. Surgeon had also been using the aquamantys system (generator and device) earlier in the case, but was not utilizing the aquamantys system when it was noticed that the patient's aorta was perforated. Life saving measures were performed, the patient was put on bypass, surgery was performed, and patient is believed to have left the emergency surgery in stable condition. Patient¿s current status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.